Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-03131. Related manufacturer reference number: 2017865-2020-03133. It was reported that the patient¿s system was explanted due to pocket infection. Patient was in stable condition.

Manufacturer narrative:
The reported field event of device caused infection was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.